Manufacturer narrative:
The manufacturer had previously reported that the oxygen blending module board had been replaced to address a "service required" code in the device's event log. The device's interface board was also replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.